Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer was able to resolve the reported issue. However, the resolution details were not provided to olympus. Therefore, a root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center was having problems locating the scope into the controller. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.